Event description:
The following info was reported to bsc; the catheter got stuck in the mitral valve and patient had to go through cardiac surgery.

Manufacturer narrative:
Batch unknown. Investigation is currently being conducted, a follow up report will be submitted upon completion.